Manufacturer narrative:
Pump was received with frozen medtronic logo on the display. Unable to verify critical pump error (open book image) alarm, pump error 35 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to frozen medtronic logo on the display. Unable to download pump traces and history file using thump due to frozen medtronic logo on the display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba 2 installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a frozen medtronic logo on the display noted. The original pcba1 installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no frozen medtronic logo on the display noted. The original pcba 1 was re-installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test. The pump passed the self test and no frozen medtronic logo on the display noted. A frozen medtronic logo on the display was confirmed, suspected on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Unable to verify critical pump error (open book image) alarm, pump error 35 alarm, perform the required testing, download pump traces and history file using thump due to frozen medtronic logo on the display. A frozen medtronic logo on the display was confirmed, suspected on the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the event. Customer reported a critical pump error other than the open book image error or critical pump error 24 no harm requiring medical intervention was reported. Product return status for mmt-1886 is yes.